Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer experienced symptoms of nausea, vomiting and difficulty breathing. The customer was treated with an insulin drip and manual injection, and intravenous fluids. The customer was wearing the insulin pump at the time of the event and it was removed in the emergency room. At the time of the call, the blood glucose reading was 270 mg/dl. The drive support cap appeared normal and recessed. No air bubbles or leaks were observed and insulin did exit with the manual prime. The caller was advised to remove the infusion set and found that the cannula was bent. The caller was advised to call back if she wished to perform a high pressure test and was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.